Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2025 which led to ketoacidosis. The insertion site was stomach. The blood glucose level was over 500mg/dl and the patient was able to be treated by herself by changing the infusion set. The trace ketones were also moderate. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6009364 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. 1 used set was provided for investigation. The following tests were performed: visual test according to wi version 3, the returned sample does not test passed the returned set was found with soft cannula kinked at the tip. Functional test: air flow, according to wi version 2, the returned sample, test passed. A batch record review was conducted resulting in the following: the lot 6009364 was manufactured according to the wi version 12 manufactured in the line 6, on 15/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 12-mar-2025, against malfunction code soft cannula found kinked upon removal from infusion site and lot 6009364 and no other complaint has been registered in database since the last 12 months.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6009364 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009364 was manufactured according to the wi version 12 manufactured in the line 6, on 15/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes I found one samples with contaminated but tape. This is not related to the failure in the complaint. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 17/feb/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6009364 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.